Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Release button the analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. After further analysis, it was noted that the clamping mechanism was damaged. No functional test was performed with the returned device. However, the reload was tested for functionality with a test instrument and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and the release button post was found damaged. While no conclusion could be reached as to how the release button became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the closing lever could be grasped but the jaws could not locked. Other devices were used to complete the procedure. There were no adverse consequences for the patient.